Event description:
It is reported that during the percutaneous coronary intervention, shaft break occurred. The 90% stenosed target lesion was located in the severely tortuous and non calcified obtuse marginal artery. The 2.00mm x 15mm emerge was used to treat the target lesion. The shaft broke about three inches at the proximal end. The device was removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the emerge catheter was received with no original packaging or other devices. There was a complete separation of the hypotube. The hypotube separation was 20cm from the edge of the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There was no evidence that the separation was attributable to any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).